Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qemejt and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. During the procedure, the needle was detached from the suture. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/18/2020. Additional h-3 summary: a needle and a dispensed suture of product code j726, lot # qemejt was received for evaluation. During the visual inspection of the sample, the swage and attachment area of needle were noted to be as expected and the suture end was examined there is enough impression and insertion at the swage needle. The strand was noted with damaged that appears to be by use of a surgical instrument. No conclusion could be reached as on what caused the needle was detached from the suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-09090 (1st sample) and 2210968-2020-10096 ( extra sample received).